Manufacturer narrative:
The generator tested to specification, and specifically the leakage current was tested and found to be within specification. In the response letter to the customer we referred to the user manual, and our on-line hotline newsletter that states the accessories should not be laid on pt, and the holsters supplied with our pencils should be used to avoid inadvertent pt burns.

Event description:
The report stated that the pt received a burn on the left thigh. In a follow-up with the biomedical engineer, he indicated this was not a pt return electrode burn, but a case of an es pencil being laid down in the field and then accidentally activated.